Event description:
It was reported that during a surgical procedure at the user facility the irrigation was not working. A lack of irrigation in the device is known to cause overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during a surgical procedure at the user facility the irrigation was not working. A lack of irrigation in the device is known to cause overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.